Event description:
The complainant reported an under-delivery. The feeding was set up at 7:30 pm and was expected to be completed by 5:30 am; however, it did not finish until 10:00 am.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The device reported, list number (B)(4), is an abbott product that is marketed internationally, which is the same or similar to a device, list number (B)(4), that is marketed domestically.